Event description:
Consumer called to report being hospitalized due to adjusting therapy on the readings from her plink meter. Believes her sugar was much lower than the meter indicated and she changed her therapy based on high readings. Was hospitalized as a result.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.